Event description:
A (B)(6) female pt contacted zoll customer support to report that her electrode belt had exposed wires. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon receipt the distribution node to ECG-b cable was cut in two places damaging the driven ground wire. This damage caused a flat line signal on both channels and left the belt unable to detect a pt. The root cause for the cut cable and damaged wire cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged wire. The pt received a replacement electrode belt.